Event description:
It was reported that a peritoneal dialysis (pd) patient who experienced peritonitis and subsequently passed away. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, the patient's condition was deteriorating. On an unreported date, the patient died due to the deteriorating condition. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).